Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the sudden loss of stimulation was that they needed some change of the setting. It had resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The following is considered a sudden change in therapy/symptoms. Patient reported a loss or change in therapy. Patient states they had a return of frequency symptom on program 2 for the past 1.5 weeks. Patient says they cannot feel stimulation while therapy is on. Currently, patient is on program 2 @ 6.7 amplitude and requested changing to program 3. Patient reported they can feel stim on program 2 @ 4.0. Patient will follow up with their hcp. It was recommended that the patient contact doctor about stimulation sensation on program 2.